Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test. Pump was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 32 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer thought the lows were caused by the recalled sets but on checking, they were using the new enhanced sets. The insulin pump will be returned for analysis.